Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported claimed that cgm readings were 50 to 200 points off and reported the following discrepancy: cgm was reading at 60 mg/dl and blood glucose meter at 27 mg/dl.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.